Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the following: within the two yrs after surgery, natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into pt's blood and tissue and bone surrounding the implant. Pt has experienced severe pain and discomfort and inflammation in her right thigh and hip area, as well as her groin. Pt also experienced episodes of a grinding and popping sensation in her right hip.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege the following: within the two years after surgery, natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. Patient has experienced severe pain and discomfort and inflammation in her right thigh and hip area, as well as her groin. Patient also experienced episodes of a grinding and popping sensation in her right hip. Update: (B)(6) 2012 - patient's medical records were received from legal. Part/lot information was identified. There is no new information that would change the existing MDR decision(s).

Manufacturer narrative:
(B)(4).